Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side late seroma, rupture, pain, and folds. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side late seroma, rupture, pain, and folds. Device has been explanted.